Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received display anomaly and motor error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had on screen pixilation and rejected new battery a 6 times and slower during rewind when batteries were dying. It was reported that the motor sounds labored, motor made grinding noise, unexplained no delivery alerts not due to site issues, no delivery alerts were more frequent and motor error. The insulin pump will not be returned for analysis.